Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Unknown the exact implant date. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was brought to the operating room on (B)(6) 2015 to revise a plate/screw construct that was originally implanted roughly two weeks prior to (B)(6) 2015 (the hospital was unaware of the original date of surgery as it occurred at a different facility). The revision was due to malunion/loss of reduction (the comminuted fracture fell apart). The synthes hardware was intact; however, it looked like the osteopenic nature of the patient's bones caused the need for revision surgery. The plate and screws were removed, the fracture was reduced, and a trochanteric fixation nail (tfn) was placed (concomitant device 1.7mm cable). The surgery was successfully completed with no surgical delay. This report is 5 of 5 for com-(B)(4).